Event description:
A healthcare worker complained of a burning sensation, and skin discoloration on the hand upon removal of a load from a completed cycle. The worker saw a dermatologist, but no medical treatment was recieved. The symptoms resolved within one day.